Event description:
Outbound call to follow up with the patient to deliver insurance results. Patient's phone number had been disconnected. Called hcp to obtain a good number for patient. The hcp (B)(6), advised that the patient deceased on (B)(6) 2018. No additional information was given regarding cause of death or whether the patient was using v-go at the time..